Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported conditon.

Event description:
A unit was found to have a bad transformer when being processed under the current recall. However, the unit was not functioning due to a short transformer. A check on the transformer outputs noted the voltage output on one of the secondary's (1 primary and 3 secondary's) was 4.3 v instead of 15-16 volts. A failure of the transformer can result in no output. Leep precision intg sys lp-10-120 (B)(4).